Manufacturer narrative:
Upon device return and inspection it was observed that there was potential adhesive in the flush tubing. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed and the irrigation was functional in all deployment states. Based on the product analysis the reported 'foreign material present in device' was not able to be confirmed.

Event description:
It was reported that during preparation for a pulse field ablation procedure to treat persistent atrial fibrillation (off-label use), it was noted that the farawave catheter had a white glue residue inside of the luer. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation procedure to treat persistent atrial fibrillation (off-label use), it was noted that the farawave catheter had a white glue residue inside of the luer. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.